Manufacturer narrative:
Conclusion: the manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
Conclusion: the product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined.

Event description:
Physician noticed penumbra 5max separator to be kinked when removing it from the packaging. The device was not used and did not enter the patient. An alternate device was used upon discovering the kink.